Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress was applied to bending section during user handling of the subject device and charge-coupled device unit was damaged. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) institute. The device was returned for evaluation and the customers allegation was confirmed. It was noted that illumination was poor due to breakage of the light guide bundle and the bending angle in the down direction did not meet standard value due to wear of the angle wire. The connection between the bending section and second bending section was not secured due to deformation of the bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had light guide problems. The issue was found during a procedure. Inspection and testing found that the image was not displayed due to damage to the charge coupled device unit. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.